Event description:
Patient reported "onset of sickness and infection with fluid pooling around" right-side device. The patient also reported "swelling, pain, nausea, fevers, feeling generally unwell." The device has been removed.

Event description:
Patient reported "onset of sickness and infection with fluid pooling around" right-side device. The patient also reported "swelling, pain, nausea, fevers, feeling generally unwell." The device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: device photograph(s) for the device related to the reported event of rupture- breast, seroma-breast, infection-breast, pain-breast, malaise-breast, edema-breast, nausea-breast and product discolored-breast was requested on june 03, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Seroma-breast: unable to observe since it is not related to the device. Infection-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. Malaise-breast: unable to observe since it is not related to the device. Edema-breast: unable to observe since it is not related to the device. Nausea-breast: unable to observe since it is not related to the device. Product discolored-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "onset of sickness and infection with fluid pooling around" right-side device. The patient also reported "swelling, pain, nausea, fevers, feeling generally unwell." The device has been removed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02jul2024.

Event description:
Patient reported "onset of sickness and infection with fluid pooling around". The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection (late onset) and seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and seroma-late.